Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included radical lymphadenectomy, multigravida, parity 4, abortion, musculoskeletal pain, cervical intraepithelial neoplasia iii, chlamydial infection, gonorrhea, seasonal allergy, trichomoniasis and pelvic fracture. Concurrent conditions included squamous cell carcinoma of the cervix, nausea and vomiting. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2015 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera), nsaids since march 2009, paracetamol (acetaminophen) since (B)(6) 2009, salbutamol (albuterol) from (B)(6) 2015 to (B)(6) 2017 and vitamins nos (multivitamin) from (B)(6) 2015 to (B)(6) 2018. In (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal infection, vaginal haemorrhage, anxiety, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 insertion details- right coils: 3, left coils: 3 discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:vaginal bleeding lot number: 628437 manufacture date: 2008-12 expiration date: 2011-12. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-aug-2019: quality-safety evaluation of product technical complaint. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included radical lymphadenectomy, multigravida, parity 4, abortion, musculoskeletal pain, cervical intraepithelial neoplasia iii, chlamydial infection, gonorrhea, seasonal allergy, trichomoniasis and pelvic fracture. Concurrent conditions included squamous cell carcinoma of the cervix, nausea and vomiting. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6)2015 to (B)(6) 2017, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ibuprofen from (B)(6)2015 to (B)(6)2018, medroxyprogesterone acetate (depo provera), nsaids since (B)(6)2009, paracetamol (acetaminophen) since (B)(6)2009, salbutamol (albuterol) from (B)(6)2015 to (B)(6)2017 and vitamins nos (multivitamin) from (B)(6)2015 to (B)(6)2018. In (B)(6)2009, the patient had essure inserted. In (B)(6)2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6)2009, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salphingectomy). Essure was removed on 6-oct-2016. At the time of the report, the pelvic pain was resolving and the vaginal infection, vaginal haemorrhage, anxiety, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion-(B)(6)2009, (B)(6)2009 insertion details- right coils: 3, left coils: 3 discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:vaginal bleeding lot number: 628437 manufacture date: 2008-12 expiration date: 2011-12 quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 26-aug-2019: quality-safety evaluation of product technical complaint. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included radical lymphadenectomy, multigravida, parity 4, abortion, musculoskeletal pain, cervical intraepithelial neoplasia iii, chlamydial infection, gonorrhea, seasonal allergy, trichomoniasis and pelvic fracture. Concurrent conditions included squamous cell carcinoma of the cervix, nausea and vomiting. Concomitant products included cetirizine hydrochloride ("cetirizine") from (B)(6) 2015 to (B)(6)2017, hydrocodone bitartrate;paracetamol (norco), ibuprofen (motrin), ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera), nsaids since (B)(6) 2009, paracetamol (acetaminophen) since (B)(6) 2009, salbutamol (albuterol) from (B)(6) 2015 to (B)(6) 2017 and vitamins nos (multivitamin) from (B)(6) 2015 to (B)(6) 2018. On (B)(6) 2009, the patient had essure inserted. In (B)(6) 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced anxiety ("mental anguish") and depression ("depression"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), bladder disorder ("bladder/urinary") and urinary tract disorder ("bladder/urinary"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, bladder disorder and urinary tract disorder had resolved and the vaginal infection, vaginal haemorrhage, anxiety, menorrhagia and depression outcome was unknown. The reporter considered abdominal pain, anxiety, bladder disorder, depression, genital haemorrhage, menorrhagia, pelvic pain, urinary tract disorder, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009 insertion details- right coils: 3, left coils: 3 discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done she received treatment for pelvic/abdominal pain and general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded.. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records:vaginal bleeding lot number: 628437 manufacture date: 2008-12 expiration date: 2011-12 . Quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on 5-sep-2019: fu(6) pfs received: new events abdominal pain, general abnormal bleeding and bladder/urinary disorder was added. Outcome of the event pelvic pain was updated as "resolved/ recovered" from "recovering / resolving". Iud insertion date was updated. Reporter causality comment was added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other non-conformance's data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain/ pain/ pelvic area') in an adult female patient who had essure (batch no. 628437) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included radical lymphadenectomy, gravida ii, parity 4, abortion, musculoskeletal pain, cervical intraepithelial neoplasia iii, chlamydial infection, gonorrhea, seasonal allergy, trichomoniasis and pelvic fracture. Concurrent conditions included squamous cell carcinoma of the cervix, nausea and vomiting. Concomitant products included cetirizine hydrochloride (cetrizine) from (B)(6) 2015 to (B)(6) 2017, hydrocodone bitartrate; paracetamol (norco), ibuprofen (motrin), ibuprofen from (B)(6) 2015 to (B)(6) 2018, medroxyprogesterone acetate (depo provera), nsaids since march 2009, paracetamol (acetaminophen) since (B)(6) 2009, salbutamol (albuterol) from (B)(6) 2015 to (B)(6) 2017 and vitamins nos (multivitamin) from (B)(6) 2015 to (B)(6) 2018. In (B)(6) 2009, the patient had essure inserted. In april 2009, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infection"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2009, the patient experienced anxiety ("mental anguish") and depression ("depression"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain was resolving and the vaginal infection, vaginal haemorrhage, anxiety, menorrhagia and depression outcome was unknown. The reporter considered anxiety, depression, menorrhagia, pelvic pain, vaginal haemorrhage and vaginal infection to be related to essure. The reporter commented: discrepancy noted in date of insertion- (B)(6) 2009, (B)(6) 2009. Insertion details- right coils: 3, left coils: 3. Discrepancy regarding essure confirmation test, earlier hsg done now as per pfs essure confirmation test was not done. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: confirmed that the essure device was successfully occluded. Concerning the injuries reported in this case, the following one were confirmed in patient¿s medical records: vaginal bleeding. Most recent follow-up information incorporated above includes: on 12-aug-2019: pfs and mr received. Lot number, new events- vaginal infection, abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), depression, mental anguish were added. Outcome of pelvic pain updated to recovering / resolving. New reporters, patient information, medical history, concomitant drugs were added. All reference section were transferred from deletion case- (B)(4) to this case. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.